Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found the reported phenomenon, and also found that there was water leakage from the tube connection part on the insertion tube. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the investigation result, omsc surmised that this phenomenon was attributed to breakage of watertight adhesive which caused by the combined stress of deterioration due to stress caused by bending and stretching the insertion tube, and chemical attack by chemicals. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) found that a remarkable foreign material, which seems to be a residue of the chemical solution, adhered to inside the auxiliary water channel of the subject device during the incoming inspection for repair of the subject device. The reprocessing method of the subject device at the user facility is unknown. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.